Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during vetro retinal surgery an ophthalmic system in the middle of injecting oil, the system stopped and disabled the viscous fluid control. The surgery was completed by changing the system. Patient impact was not reported. Additional information has been requested and none received till date.

Manufacturer narrative:
A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) was opened to address the reported event. A company representative performed an on site assessment and was unable to confirm or replicate the customer reported event. The system was subsequently tested in accordance with the service test procedure (stp) and was found to operate within manufacturer specifications. As a preventive measure, the representative replaced the assy, module, pneumatics due to the presence of system messages (sm)and sm [vfc consumable disconnected] in the system logs. Assy,module,pneumatics was received at the manufacturing site. A visual inspection of the returned sample revealed no observable nonconformities. Initial performance testing did not identify any functional issues; however, an unrelated system message (sm) occurred preventing the subsequent test results from being considered a valid performance assessment. Visual and performance inspection did not identify any nonconformities. Based on the available information and testing results, the customer reported event could not be confirmed. The assy,ship,combined was found to have no problem; therefore, the root cause of the reported event is inconclusive. As a preventative measure, a company representative performed an on-site assessment of the equipment and replaced the pneumatics module. Through investigation of this complaint, it has been determined that the product had no problem. Therefore, no corrective actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The risk management report (rmr) was reviewed and the hazards/harms potentially related to the reported event have been identified and mitigated. The manufacturer internal reference number is: (B)(4).